Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported sheath puncture remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a blockage was noted when performing transseptal puncture through the foramen ovale and upon removal from the patient, it was noted that the needle had passed through the sheath.